Manufacturer narrative:
E1: (B)(4).

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an event with an infusion set where the infusion tube had become detached after being used for a few hours. Location of disconnection was reported to be close to the cannula . The cannula was inserted in the arm. In relation to the location the pump was located in the pouch on the back side of the cannula. The event occurred when the patient was asleep. The set was reported to be stored at the bottom of the wardrobe in a cool and dark place. Patient was instructed to change the infusion set. No further information available.